Event description:
It was reported that during the preparation of the 5.0 x 13 ultra rc stent system, the stent was noted to be loose on the delivery catheter. The stent remained on the delivery catheter, but was at the tip of the catheter. There was no reported clinically significant delay and no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the ultra stent delivery system (sds) noted blood visible on the balloon and contrast on the outer member, consistent with preparation and handling. The stent implant was stationary on the distal end of the balloon. The distal end of the stent implant was 2 mm distal to the distal end of the soft tip. The proximal end of the stent implant was 1.5 cm distal to the proximal marker band. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two bends in the proximal hypotube shaft 3.5 cm and 68 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during packaging, handling and return to abbott vascular for analysis. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. A loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. It is possible the stent was inadvertently handled during preparation, resulting in the stent moving on the balloon; however, this could not be confirmed. Return analysis of the sds confirmed the loose/moved stent; however a conclusive cause for the difficulties could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.